Event description:
It was reported that the patient fell post implant and sustained a cervical fracture. The physician believes it caused the atrial lead to dislodge. The lead was removed and returned. A new active fixation lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Proximal conductor distorted and proximal conductor had blood/body fluid.